Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that this occurred during patient infusion, after a few ml of fluid had been administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available. The lot was manufactured from april 3, 2014 to april 4, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. The reporter stated that the device was filled with a 116 ml solution of fluorouracil and 5% glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.